Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 39-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support and was unable to maintain flows about p-4 without suction. The patient also developed septic shock. Decision made to withdraw care. Device was explanted.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03705 was provided.

Manufacturer narrative:
The investigation into the reported infection/sepsis and low pump flow has been completed since the original report was filed. The device was not returned by the medical facility. Low pump flow - the root cause for low pump flow was patient condition as the rv failure had developed as flow could not be maintained above p-4 without suction. Infection/ sepsis - the cause for the septic shock cannot be determined as there is not enough information available and product evaluation is not possible since the product cannot be retrieved. Instructions for use for the related event are as follows: the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿